Event description:
It was reported that approx five pts developed erhthema and soreness of gingival tissue shortly after placement of provisional restorations using integrity (one batch of material used was expired, the other was within shelf life). The pts returned approximately a week later and the dr noted the irritation was still present. All pts had the provisionals removed and replaced with permanent restorations, after which the symptoms subsided.

Manufacturer narrative:
Subsequent to submission of the initial report, retained samples were evaluated and found to be in specification.